Manufacturer narrative:
The ge service representative found there were misalignments in the light field and repaired the system. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the 7700 system displayed several parameters out of specifications. No pt injury was reported.